Event description:
It was reported that during a lap gastrectomy, the blade was broken off. An error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: did the blade fall into the patient?--------unknown. If so how was the blade retrieved?-------yes. Did the retrieval of the blade alter the procedure? --------no information.